Manufacturer narrative:
Investigation findings code c20: the device remains implanted and is not available for analysis. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Investigation conclusions code d1103: the reported use of "pushing up" during deployment is an off-label usage of the gore® excluder® aaa endoprosthesis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore; on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After proximal of a trunk ipsilateral leg endoprosthesis was deployed, when a contralateral leg endoprosthesis (plc121200j) was attempted to implant in the right common iliac artery, the contralateral leg was unintentionally landed in the right external iliac artery because the contralateral leg endoprosthesis was not able to be pushed up enough when it was deployed. The contralateral leg endoprosthesis was pushed up using a sheath, and using a balloon catheter when a touch-up ballooning was performed, but these attempts were not successful. The rest of the produced was completed. The right internal iliac artery remains covered.